Event description:
Caller reported a cgm error 42. Blood glucose level was reported at 116, which was within the normal range. Caller had recently taken the pump out of storage mode and was advised by technical support to wait 20 minutes before starting a sensor session. After receiving guidance on resetting the pump, the caller successfully started their sensor session without any recurring error codes.